Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the jet tube and the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. It is possible that reprocessing was not conducted properly due to leakage from biopsy channel. Subsequently, the materials were not possibly eliminated. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif-ez1500 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.